Event description:
It was reported that the insulin gauge was displaying an amount different than expected. The customer's blood glucose level was recorded to be above 600 mg/dl. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections. The issue was resolved after reloading the cartridge.